Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event on (B)(6) 2026, where stress or pull on the infusion set tubing causing leak at site and hyperglycemia. The infusion set was used for two days.